Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the customer suspects that the sorin heater-cooler system 3t released particles into the oxygenator and blocked the water inlet of the oxygenator during a procedure. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the customer suspects that the sorin heater-cooler system 3t released particles into the oxygenator and blocked the water inlet of the oxygenator during a procedure. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the customer suspects that the sorin heater-cooler system 3t released particles into the oxygenator and blocked the water inlet of the oxygenator during a procedure. There was no report of patient injury. The involved oxygenator was requested for return to sorin group (B)(4) for investigation. Visual inspection of the returned device confirmed the reported issue. To determine where the particles originated, a sorin group field service representative inspected the heater-cooler unit on-site. During inspection, the nickel coating normally found on the cooling coils of the 3t heater-cooler evaporator in the patient tank was no longer present. Additionally, metal particles were observed on the bottom of the tank. The unit was removed from service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. A root cause investigation ((B)(4)) is currently ongoing for this type of issue to evaluate the potential impact of chemicals (disinfectant, preservative and descaling solution) on the nickel coating.